Event description:
Per the clinic, the patient underwent a revision surgery to reposition the device (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the repositioning had occurred because of extrusion of the device. The implanted device remains. This report is submitted on 12 april 21.

Event description:
It was reported that the repositioning had occurred because of extrusion of the device. The implanted device remains.